Manufacturer narrative:
On jun 16, 2023, additional information was received indicating the patient also experienced squamous cell carnicoma. This was determined to be not related to the implants by the principal investigator. On jul 13, 2023, additional information was received indicating the implant site fluid collection occurred on the left side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2024, secondary/clinical review was performed and h6. Health effect - clinical code e2403 has been removed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Reason for device explant and/or reoperation: soft tissue necrosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent a breast reconstruction with a mentor memoryshape breast implant 555cc and experienced soft tissue necrosis on the left side post-operatively. As a result, the patient underwent removal and replacement with a mentor gel breast implant on (B)(6) 2017.